Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. There was no impact to the user's blood glucose level. Recommendation was made to prime the tubing until air is removed.